Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via a manufacturer representative (rep) that they felt stimulation down her leg and toe at only 0.1 amplitude. The rep was not able to run impedances because sensation was so painful at 0.1 v. There were no trauma or falls related to the issue. The rep tried multiple electrode combination on the lead and the patient always felt the uncomfortable stimulation in her toe. The rep planned to discuss options with the healthcare professional (hcp). The patient noted the onset was sudden. The patient noted that previously it was working fine. The rep stated the patient stated the felt shocked during communication with the clinician programmer. The rep turned the implantable neurostimulator (ins) off with the patient programmer and then used the clinician programmer. The patient did not feel the shocking sensation after turning the implantable neurostimulator (ins) off. The patient noted the shocking when communicating with the clinician programmer occurred down their leg and toe and was sudden in onset. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
The manufacturing representative reported that programs were changed, pulse width and rate were changed with amplitude was changed for the troubleshooting regarding shocking and uncomfortable stimulation in the legs and toe. The patient was getting amplified current because the lead was resting on top of the battery case. They were getting excessive s2 stimulation. The battery pocket and lead were revised on (B)(6) 2016. Shocking and uncomfortable stimulation in the leg and toe were resolved. No information available for patient weight. There were no complications or that no further complications were reported.